Manufacturer narrative:
When the device was returned for evaluation, the sterile packaging of the device was opened. While it was confirmed that there was foreign material in the packaging, due to the fact that the device had been unsealed prior to return to the manufacturer, a root cause of the event could not be determined.

Event description:
It was reported that during preparation for a surgical procedure at the user facility, it was discovered that there was foreign material inside of the sterile packaging of the device. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during preparation for a surgical procedure at the user facility, it was discovered that there was foreign material inside of the sterile packaging of the device. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.